Event description:
Intended use: bact/alert® fa plus culture bottles are used with bact/alert® microbial detection systems in qualitative procedures for recovery and detection of aerobic and facultative anaerobic (bacteria and yeast) from blood and other normally sterile body fluids. Issue description: a customer in new zealand notified biomérieux of a false positive result due to bottle contamination inoculated (unknown source) in association with bact/alert fa plus (plastic) (ref. (B)(4), batch number 0004100660, expiration date (B)(6) 2022) which led to patients unnecessarily recalled to hospital and administered unnecessary antibiotics. It was reported to biomérieux that a customer had four (4) blood cultures growing acinetobacter iwoffii that were suspected to be contaminants. It was indicated this is an uncommon isolate from blood cultures. According to biomérieux¿s global customer service, the bottles are behaving as intended, having detected the organism¿s growth from the sample in the fa plus blood culture bottle. At the time of assessment, even if the customer did not indicate they observed bottles that looked contaminated (cloudy, turbid, with a yellow sensor) before use, it¿s not confirmed that the contamination of acinetobacter lwoffii was introduced into the bottles during sample processing. Additional information is necessary to further investigate this case and determine the source of the contamination. It was reported that patients were unnecessarily recalled to hospital and administered unnecessary antibiotics. Even if the contribution of the biomérieux¿s device to the issue has not been confirmed at the time of the assessment, it was reported that the false positive result led to patients unnecessary hospitalizations and unnecessary antibiotic treatment. This case has been classified as serious injury for inappropriate therapy. There is no available information regarding patients details (gender, age, medical history...). An investigation has been initiated.

Manufacturer narrative:
Context: complaint investigation inv-13435 was initiated on customer contact date in response to one complaint relating to inoculated bottle contamination from a clinical diagnostic customer, mediray new zealand ltd clinical located in new zealand, for bact/alert® fa plus culture bottle (ref (B)(4), lot 0004100660, expiry 14dec2022). The customer stated that there has been four (4) blood cultures of inoculated contamination in recent weeks, identified as acinetobacter lwoffii. The customer believed the issue was likely a contamination issue caused by the collection process. The scope of the investigation is one customer site and the bact/alert® fa plus culture bottles lot 0004100660 with an increased inoculated bottle contamination with acinetobacter lwoffii. Investigation: batch history record and trend analysis. The complaint was received for the bact/alert fa plus culture bottles in which the customer identified the contaminants in the bottles as a. Iwoffii. The probable root cause was attributed the handling of the bottle at the customer¿s site(s). There is no adverse trend found and no evidence of a systemic issue or safety risk with bact/alert plus bottles. No corrective or preventive action needed. Investigation results: based on the evaluation of data and the information provided by the customer, there are three most probable root causes for contamination of bact/alert fa plus bottles with a. Iwoffii organisms pertaining to complaint (B)(4): materials, manpower, and environment are the potential contributing factors to the root cause of this complaint. Materials: the customer provided bottle histories for four (4) bottles inoculated during a two-week period in (B)(6) 2022. An additional bottle was inoculated on (B)(6) 2022 and also contained a. Iwoffii as a contaminant. The information concerning the sample type and collection mode relates to this investigation. All sample types for the four bottles were peripheral blood and collection mode was defined as via an intravenous device for the draw of patients' samples on (B)(6) 2022 and (B)(6) 2022 by a non-phlebotomist (e.g., nurse). Documentation of via a new cannula was only provided for the two fa plus bottles drawn on these dates. The customer communicated that blood samples drawn by phlebotomists is performed by using butterfly units suggesting venipuncture sites. Blood drawn from patients via a peripheral intravenous (IV) cannula (non-phlebotomist) is where the cannula is inserted inside the patient's vein for easier access to sampling of blood, administration of medications and fluids. However, this unit can potentially provide a route of contamination to blood culture bottles. The fa plus IFU recommends venipuncture as the technique of choice for obtaining samples for blood cultures; reduces the chance of blood culture bottle contamination. Article 1: clinical and microbiological characteristics of bacteremia caused by acinetobacter iwoffii; s.c. Ku, p.r. Hsueh, p.c. Yang, k.t, luh; eur j clin microbiol infect dis (2000) 19:501-505 ©springer-verlag 2000. Key points of this article pertaining to this investigation are summarized below: ¿ acinetobacter iwoffii (formerly known as acinetobacter calcoaceticus or mima polymorpha) and considered a normal skin flora, oropharynx, and perineum of healthy individuals. ¿ this organism has been associated with catheter-related devices. ¿ this study evaluated 18 patient cases of acinetobacter iwoffii bacteremia in patients whereas the majority were immunocompromised. ¿ microbial evidence included isolation of the same organism from the catheter and the blood stream of a patient. ¿ confirmation that the infection was catheter-related, was the isolation of acinetobacter iwoffii from cultures of one blood sample (at a minimum) from a patient exhibiting clinical conditions and there was no apparent source of infection other than a catheter. ¿ one of the parameters for determining acinetobacter iwoffii growth was growth on medium at 37°c, lack of growth at 41°c and 44°c. ¿ a total of 26 isolates for acinetobacter iwoffii were recovered for blood samples from the 18 patients. ¿ table 1 shows a column for ¿type of catheter¿ and peripheral is listed for three of the patients. ¿ indwelling catheters provides microorganisms an opportunity to colonize and form a biofilm. ¿ with appropriate antibiotic treatment and/or removal of the catheter shows good patient recovery. Article 2: acinetobacter infection: epidemiology, microbiology, pathogenesis, clinical features, and diagnosis; z.a. Kanafani, s.s. Kanj, s. B. Calderwood, and k.k. Hall; www.uptodate.com © 2022 uptodate, inc. And/or its affiliates. Key points of this article that pertain to this investigation are listed below: ¿ acinetobacter is a gram-negative coccobacillus, non-motile, and strictly aerobic organism. ¿ naturally inhabits water and soil. Can also colonize on pets, arthropods, and food animals. ¿ in humans, it can colonize on wounds, skin, respiratory tracts, and gastrointestinal tracts. ¿ humid ambient air provides favorable growth conditions for this organism; however, it can survive environmental dryness. ¿ it is an organism related to hospital-acquired infections. ¿ it has been associated with community-acquired infections in asia and australia. ¿ it accounts for 8.8% of central line associated blood stream infection isolates ¿ acinetobacter iwoffi (a. Iwoffi) can be associated with endocarditis, meningitis, skin/soft tissue/bone, urinary tract, and eye infections to name a few. ¿ it can form a biofilm on environmental surfaces making it prominent for survival in dry conditions. ¿ most frequent sources of bloodstream infections with this organism are vascular catheters. ¿ resistance to many types of antibiotics the bact/alert fa plus culture bottles detected organism growth as intended; however, the organism detected were acinetobacter iwoffii (a. Iwoffii), suspected contaminant as per the customer. Acinetobacter iwoffii is a gram-negative coccobacillus, produces biofilm enabling it to survive on dry surfaces and is associated with hospital-acquired (nosocomial) infections. A point of entry into the patient¿s blood culture sample as a contaminant and/or patient would be a peripheral intravenous (IV) device. Materials are contributing factor to this complaint. Manpower: the gram stain technique is to confirm the presence of bacteria and differentiate bacteria as positive or negative. Gram stain is used typically for preliminary results. Three out of the four patients associated with the fa plus bottles drawn in (B)(6) 2022 were called back to the hospital after the preliminary gram stains (gnb=gram-negative bacilli) of these bottles were reported by the laboratory and potentially before the subculture results were verified. One patient was already on antibiotics and the one patient on (B)(6) 2022 was also given unnecessary antibiotics. Acinetobacter iwoffii is a gram-negative coccobacilli which are very short rods and sometimes can look like cocci (round). Gram-negative bacilli bacteria are known for resistance to antibiotics and can lead to serious conditions for a patient if not treated. After gram stain, contents of the positive bottle are subculture, inoculated into a different medium (e.g., agar plates) that has nutrients for organism growth. Agar plates are incubated at the appropriate temperature (e.g., 37°c). Growth of an organism that is present should take approximately 24 hours and some organisms can take 48 to 72 hours before growth is evident. The subculture method of growing and maintaining viable organisms under controlled laboratory conditions is used for further analysis (e.g., identification). The customer reported that subculture plates were analyzed by the infectious disease team and then clinical microbiologists. It is unknown if any of the patients associated with the fa plus bottles presented symptoms relating to an infection potentially cause d by a. Iwoffii; however, a medical diagnosis of a patient involves clinical findings, laboratory results, and other diagnostic information. The decision was made to administer antibiotics to these patients even though the customer communicated that the physician believed the a. Iwoffii isolates to be contaminants and not true sources of infection. The timing of this information was known potentially after the subculture results were reported. Manpower is a potential contributing factor to this complaint. Environment: intensive care unit environmental surfaces are contaminated by multidrug-resistant bacteria in biofilms combines results of conventional culture, pyrosequencing, scanning electron microscopy, and confocal laser microscopy; h. Hu, k. Johani, i.b. Gosbell, a.s.w. Jacombs, a. Almatroudi, g.s. Whiteley, a.k. Deva, s. Jensen, k.vickerywww.elsevierhealth.com/journals/jhin;http://dx.doi.org/10.1016/j.jhin.2015.05.016. Key points of this article pertaining to this investigation are summarized below: ¿ organisms causing hospital-acquired infections (hais) are linked to inanimate environment around a patient. ¿ hand hygiene is the most critical activity to control the transmission of infection. ¿ the presence of dry surface biofilms in the patient environment related to contamination. ¿ samples for the study were obtained from an intensive care unit (e.g., patient bedding, curtain, glove box, floor, ward entry door, etc.). ¿ surfaces were cleaned twice using cloths and hypochlorite solution and stored for more than 12 months. ¿ 18 samples stained showed live bacteria despite a year of storage at room temperature supporting the existence of biofilm on dry surfaces. ¿ most samples had a mixture of biofilm organisms. ¿ a. Iwoffii was found in 9 biofilms and was part of the 8% of the biofilm population on a glove box. ¿ the study showed that 93% of dry hospital furnishings have contamination from biofilm bacteria. ¿ biofilm growth on dry surfaces may be supported by patient secretions like blood, urine, perspiration. ¿ biofilms were found to be very resistant to disinfectants. ¿ the number of species forming the biofilm was found to be highest near to the patient or items near to the patient. ¿ well applied cleaning protocols work better than chlorinate-based disinfecting products. Three (3) of the fa plus bottles in (B)(6) 2022 and the one bottle drawn on (B)(6) 2022 were from patients in the emergency department (ed). Emergency departments are high traffic areas are most exposed to external elements brought in with patients and the potential for blood culture bottle contamination would be high. The article focused on the environment of the intensive care unit; however, the samples studied are common in hospital settings (e.g., patient bedding, curtain, glove box, floor, ward entry door, etc.). A. Iwoffii can produce biofilm that adheres to dry surfaces and species forming biofilms can be found at a high rate around a patient or items around the patient. Hand washing and the use of appropriate disinfectants on these dry surfaces will reduce contamination as well as spread of hospital acquired infections. Environment is a potential contributing factor to this complaint. Conclusion: there is no evidence of any bottle malfunction with the bact/alert fa plus culture bottle lots. The bact/alert fa plus bottles detected organism growth as intended; however, the organism detected was a. Iwoffii, suspected contaminant as per the customer. Monitoring and detection methods for potential bottle contamination are part of the manufacturing and quality control processes for bact/alert culture bottles prior to the release of product to customers.